Manufacturer narrative:
The device was not returned for analysis. An event of valve under-expansion, improper or incorrect procedure or method, and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott principal r&d engineer. Based on all available information, the reported off-label use is related to the device being implanted in a bicuspid aortic valve. The reported improper or incorrect procedure or method is related to the user re-sheathing the device three times. The reported valve under-expansion appears to be related to challenging patient anatomy (horizontal aortic condition and heavily calcified leaflets). The reported unexpected medical intervention was the result of case-specific circumstances. In this case, the patient had a bicuspid aortic valve and the device was re-sheathed three times. It was noted that the physician was aware of the off-label use and of the warning against re-sheathing the device more than twice. Additionally, these deviations from the IFU did not appear to cause or contribute to any issues. Therefore, a letter will not be sent to address the deviations.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vision titan transcatheter aortic valve (serial: (B)(6)) was chosen for implantation into a bicuspid aortic valve utilizing a large flexnav delivery system (lot: 10275810). Aortic angle was 47 degrees. Asymmetrical severe calcification present extending into the left ventricular outflow tract (lvot). The valve was loaded using a large navitor vision loading system (lot: 10368660) and cine check was performed to confirm correct loading. The native annulus was dilated via pre-balloon annular valvuloplasty (bav) with a 25mm osypka vacs ii. During positioning, the navitor valve was re-sheathed three times. Physician was aware more than twice is against IFU. After third resheath, the valve was placed optimally and deployment was performed. At 80% deployment, the implanter switched to left anterior oblique (lao) view and confirmed with stent parallax removed that the implant depth was at an acceptable level below annulus. The three retainer tabs immediately released due to tension in the system. Upon deployment, the upper crown of the stent frame did not fully expand. Post bav was performed with a 28mm osypka vacs ii, however it did not resolve the under expansion. Post procedure, no perivalvular leak was observed and hemodynamics were stable. The patient was reported to be hemodynamically stable throughout the procedure.